Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The patient was hospitalized and the lead was explanted on (B)(6) 2023. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was seen due to left ventricular lead dislodgement. Lead currently remains implanted. Should additional information be received, this file will be updated.